Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, the device was found to be in backup vvi mode. The patient was exposed to an MRI. The device code was download successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.